Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the secure ring to lock the drill bit was too tight to turn. It was reported that there was a 100-minute procedure delay. No patient impact reported. It was also reported that the device will not be returned. On follow-up, it was reported that the patient had a prolonged exposure to anesthesia due to the delay, however, it was confirmed that there was no patient impact. It was also reported that an additional action of excessive turning of the lock ring was performed.